Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 3/20/15-3/24/15. The evaluation of the returned device is complete. Visual inspection identified dark grey particulate matter inside of the solution bag returned with the device. The particulate matter appeared to be stopper material from coring. The needle of the vial-mate was inspected with no damage noted. The device was then docked to a solution bag, and the instructions on the device's label copy were performed for a functional test; no particulate matter was introduced or created during this test. Particulate matter due to a non-conforming vial-mate was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black speck was observed floating in a vial-mate reconstitution device. This occurred during use. The home patient stated that the particulate matter was a piece of the cored vial. The vial-mate was connected to a viaflex 150 ml bag of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.